Manufacturer narrative:
Since the needles were not returned to the MFR for analysis, the MFR's investigation of this event has limited to a trend analysis which was performed on similar incidents this catalog number and a trend has not been identified. The MFR's investigation of this event is inconclusive. However, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints department, clinical and sales representatives. No further details are available. The MFR is now closing its file on this event.

Event description:
On 5/9/97, a nurse from the physician's office contacted the MFR requesting info about the device needles. The nurse stated that she had spoken with someone already about the 22ga 1 1/2" needles being dull, and that the MFR had changed the vendor. The nurse stated that they are unhappy with the needles and that they are painful to the pt. MFR catalogs were faxed to the nurse to provide assistance in selecting an alternative needle.